Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, low intermittent audio, which was not reproduced but confirmed during evaluation. Evaluation found the impedance of the speaker to be out of specification. The speaker was replaced.

Event description:
It was reported that a spectrum pump constantly had low/intermittent audio output. It was also reported there was no patient involvement.